Event description:
It was reported by the customer "patient's PICC line was being assessed prior to initiation of antibiotic infusion - found statlok was in two pieces and PICC line tubing was hanging from patient's arm approximately 7cm removed. Tegaderm and statlok (plastic piece anchored to tubing) were hanging while the actual adhesive piece of the statlok dressing remained attached to the patient's arm. The last time it was assessed was a couple hours prior to the next assessment - no concerns were noticed at that time. Patient is a heavy 2 person pivot that requires the transfer belt attached to patient - unsure exactly what happened if PICC got hooked on to the transfer belt but the statlok broke in two. Writer is very careful with mobilizing and ensuring proper placement of belt to ensure PICC isn't damaged - unsure exactly what happened to cause the statlok to break in two pieces otherwise."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.